Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 11:06:32. During night drain cycle eight, the patient's ultrafiltration reading was 1435ml, indicating the home patient (hp) drained 1210ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume event was identified through an event history log review. The cause was use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an iipv situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.